Event description:
It was reported there was an unknown product issue with the implantable neurostimulator (ins) and leads. It was unknown if there was any patient symptoms or complications associated with event. Additional information received reported an explant was scheduled for 2014-05-07. Additional information was requested, but was not available as of the date of this report.

Event description:
It was further reported that the device no longer worked for her pain; the patient experienced breakthrough pain. The explant had occurred and the current patient condition/outcome was unknown. It was further reported by the patient¿s physician that patient wanted the device out. There were no abnormal impedances. The patient was not hospitalized due to the event and no injuries were noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
Final device analysis of lead (B)(4) revealed that distal end conductors were broken. The # 2 conductor was broken 3.8 cm from the distal end. The # 3 conductor was broken 5.2 cm from the distal end and the # 4 conductor was broken 3.2 cm from the distal end. Final device analysis of lead (B)(4) that distal end conductors were broken. The # 11 conductor was broken 3.8 cm from the distal end. Final device analysis of the stimulator revealed no significant anomalies.